Event description:
Two implants were placed on 6/13/97, sites #45/#46 (lower right pre-molar region). On 9/26/97, granulation tissue was removed from the disto-buccal of the mesial implant, which appeared to be well-integrated. 10/8/97, provisional restorations were placed. Some bone loss was noted in the disto-buccal region of implant on site #45. 12/22/97, provisional was removed to obtain impressions for permanent abutment. Pt complained of slight tenderness on mesial implant. It was removed. One person affected.